Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ luer lock syringe tip broke off into the stopcock during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tip of 20cc luer lock syringe broke off in stopcock resulting in unnecessary entry into central line to replace stopcock."

Event description:
It was reported that the unspecified bd¿ luer lock syringe tip broke off into the stopcock during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tip of 20cc luer lock syringe broke off in stopcock resulting in unnecessary entry into central line to replace stopcock."

Manufacturer narrative:
The following fields were updated due to additional information: d3: medical device manufacturer bd medical (bd west) medical surgical d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-23 g1: manufacturing location: bd medical (bd west) medical surgical h6: investigation summary it was reported that the tip of a 20cc luer lock syringe broke off in a stopcock. To aid in the investigation, one sample was received was for evaluation by our quality team. The sample came with no packaging blister. After receiving confirmation that the sample has barrel mold n-28, columbus was confirmed as the site of manufacturing. A visual inspection was performed and the luer tip is damaged. No other defects or imperfections were observed. This defect is induced when the syringe is connected to the stopcock and overtightened. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. A device history record review could not be completed for this complaint as the lot number provided is 'unknown.' See h10.